Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, the ventilator was operating on battery power. At 00:39:37 local time, the detachable battery depleted and the ventilator began operating on internal battery power. A medium priority alarm sounded at 02:43:40 local time indicating the internal battery was depleting. At 02:56:10 local time, a high priority alarm sounded indicating the internal battery was depleted. At 03:07:53 local time, the ventilator powered off due to depleted batteries. The ventilator was powered on at 07:13:35 local time. The ventilator continued to alarm for depleted batteries until ac power was connected at 07:15:06 local time. At 07:23:11 local time, the device began alarming for a patient circuit disconnect condition. This alarm had a duration of 6946 seconds (approximately 115.8 minutes). Low peak inspiratory pressure alarms were also logged during this time. The alarms were acknowledged at 09:18:29 local time as evidenced by an alarm silence/reset keypress. The ventilator was manually powered off at 09:19:05 local time. There was no further activity with the device until (B)(6) 2018. The manufacturer concludes the ventilator operates and alarms as designed. The ventilator alarmed appropriately to alert the caregiver of depleted batteries and a patient circuit disconnect condition.